Event description:
It was reported that the device had failure claw. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of claw failure was confirmed in error logs. On 6-aug-25, syr was received unboxed and with paperwork. Unit received in with cal required mode. Verified error code 351.6740 in error logs. Slip nut screw was not adjusted correctly. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. No repair required by bd san diego repair center. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.